Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reporter that during a kit inspection, it was discovered that the tip of the screw was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The returned product was confirmed to be missing the 3-flute pointed tip and the distal end of the complaint device is flat with a smooth/glossy finish indicating manufacture error. The screw is used for treatment. A complaint history search found this was the first and only complaint for the product lot number involved. The remainder of the lot is fully distributed with no additional reported observations. The returned device was sent to the supplier for evaluation. Root cause for the event was determined to be inadequate line clearance after first piece approval and before beginning the production run. The screw found with the missing tip was a test piece. The supplier's manufacturing process does include 100% inspection of the overall length, 3 flutes, and good workmanship of the screws. Corrective action arising from investigation findings is that the supplier updated the applicable procedure to include requirement to perform line clearance after the first piece approval and before beginning the production run.